Event description:
It was reported that this device system was found to have eroded; it was decided to close the wound with curing tape based on the opinion that all of the events this time were caused by the erosion of the device. The system will be explanted in the future due to infection, but it remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this device system was found to have eroded; it was decided to close the wound with curing tape based on the opinion that all of the events this time were caused by the erosion of the device. The system will be explanted in the future due to infection, but it remains in service. No additional adverse patient effects were reported.